Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that the patient experienced vomiting, thirst, urination, and high blood glucose level (30.0 mmol/l) due to a bent cannula. Therefore, they tried to treat it with injection, but in the month of (B)(6) 2020, the patient was admitted to the hospital due to diabetic ketoacidosis and blood glucose level of 30.0 mmol/l. She was tested for ketones and the infusion was changed on the same day of incident. During hospitalization, she received insulin drip intravenously. The patient was admitted for three days in the hospital. Currently, her blood glucose level was 7.8 mmol/l. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.